Event description:
"Failed" lead was reported. It was also reported there was a gradual increase in impedance that triggered the 1000ohm lead warning. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was originally included in remedial action exemption summary report (B)(4) on 2010-07-30. Subsequent review of the initial reported information determined the event qualified for reporting on a medwatch 3500a, therefore it is being submitted as such.(B)(4).